Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called and reported that the customer was hospitalized due to high and low blood glucose on (B)(6) 2020 for two days with a blood glucose of 334 mg/dl at the time of the incident. The customer was given intravenous insulin drip to treat. The caller reported the customer's glucose was going up and down causing the aorta to be blocked. The customer was wearing the insulin pump during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.